Event description:
A malfunction was reported by the caller regarding the pump, but no notable events occurred before the issue. Blood glucose levels did not exceed 500 mg/dl. The customer was assisted with resetting the pump, and no further malfunctions were reported afterward. There was no adverse impact on the customer's blood glucose level, and the customer was advised to continue using the pump and to report if any issues recurred.